Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred to omsc. Omsc checked the subject device and found that the reported phenomenon was duplicated, also found following. - there was no leakage. - there were scratches, dent and deformation on the distal end, and there were scratches and dent on the video connector, however there was no significant abnormality which caused the reported phenomenon. - there was no significant abnormality such as kink and/or breakage of the ccd cable inside the distal end. - as a result of the x-ray and check by voltage tester, the ccd unit and the ccd cable had no abnormality and/or failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information and the investigation result, omsc presumed that the reported phenomenon was attributed the failure of the electrical circuit inside the ccd unit including the electrical components. There was possibility that the cause of the failure of the electrical circuit inside the ccd unit including the electrical components was following. - accumulation of the electrical stress due to repeatedly activation - overcurrent due to accidental electrostatic being applied (especially connection/detach with condition of system on) - failure of the ccd unit due to mechanical stress - failure of the ccd unit due to electrical stress by contact failure if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to omsc but has not been returned to omsc yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during laparoscopic procedure using with the subject device and otv-s300, at latter stage of the procedure the endoscopic image disappeared suddenly and the scope communication error b30 occurred .the user replaced the subject device to another device (ltf-v3) and completed the procedure. There was no report of patient injury associated with the event.